Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Delivery testing was performed, and the pump failed. However, the pump passed the psi testing. The customer's reported problem regarding delivery accuracy was able to be duplicated. During investigation three separate delivery accuracy tests were performed and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service replaced the pump expulsor to correct the pump reported problem. The root cause of the reported problem is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. No adverse patient effects were reported.